Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported that "the equipment turns on and turns off." There was no reported patient involvement.

Manufacturer narrative:
.